Event description:
Patient reported elevated blood glucose (503mg/dl). Patient indicated the cause was a result of the infusion set outer tubing separting from the inner tubing at the luer connection. Patient indicated that he was not feeling well and had a "cold". Patient indicated that he was taking several antibiotics. Patient indicated that his basal rates had been decreased by 0.1.